Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was partially capped with the tachy pin and the rv pace sense pin capped. Pacing impedance and shock impedance were out of range, and threshold was elevated. Md elected to implant a new df-4 tachy lead and utilize the existing atrial dipole from the df-1 tachy lead. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.